Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer requested to perform troubleshooting on the insulin pump after dropping it. Troubleshooting was performed, and the prime test passed. However, the insulin pump alarmed no delivery outside of specifications during the high pressure test. The customer declined to retry the high pressure test because he only intends to use the insulin pump as a backup. Nothing further was reported.